Event description:
15:20 feeding started per peg line (choice dmg 30cc/hr). 18:15 feeding pump delivered 480 cc's choice pm. Feeding pump turned off; d/c'd. Total volume of 480 cc's delivered in 2 hrs & 55 mins. Pt aspirated feeding solution.